Manufacturer narrative:
The received attune fb tib base sz 7 cem (product code 150600007, lot number 8251948) was forwarded to commercialized product development for evaluation ((B)(4)). A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Review of the device history records did not reveal any related manufacturing deviations or anomalies on the reported lot number (8251948). With the information provided, the cement not bonding to the tibial tray can be confirmed, but the root cause of the intra-operative cement adhesion complications cannot be definitively determined. Dr-002788 has been undertaken to investigate further. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Update: product was received 10/19/2016.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address tibial loosening. Loosening occurred at the cement/implant interface. Cement manufactured by depuy.